Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and that it was "squirting out" insulin during the manual prime process. The blood glucose reading was 275 mg/dl. The customer stated that insulin continued to drip after the motor had stopped. He also observed a loose drive support cap. He was unable to exit the "preparing to prime" loop. Advised discontinuation of the insulin pump. Nothing further reported.